Event description:
The customer stated they were receiving questionable results for vitamin b12 on their elecsys 2010 rack analyzer (serial number (B)(4)). The customer stated the incident had been ongoing for about a month, but only provided data for this issue on (B)(6) 2011. Of that data, there were two discrepant results that were reported outside the laboratory. All repeat testing was performed on the same elecsys 2010 analyzer. The first patient's initial result was 102.8 pg/ml accompanied by a data flag. The repeat result was 189.4 pg/ml accompanied by a data flag. The second patient's initial result from (B)(6) 2011 was 115.0 pg/ml accompanied by a data flag. The repeat result was 182.7 pg/ml accompanied by a data flag. There were no adverse affects to the patients as a result of this event. The field service representative stated the problem was due to the liquid level detector (lld) being out of adjustment and not being able to detect the low b12 pretreatment pack. He adjusted the lld printed circuit board for the proper detection voltage. He then performed system checks that were within specification. The customer performed calibration and quality control with passing results.